Event description:
Subsequent to the initial report, the article was re-evaluated. The patient effects mentioned in the referenced article arose from many patients, procedures, hospitals and products manufactured by multiple companies. The limited information prevents abbott from identifying which, if any, adverse events may be related to abbott products. There is no specific information to identify reasonable link between the patient outcome and the proglide devices, and no follow-up can be performed as the information was obtained through review of an article. This event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. There is no specific information to identify a reasonable link between the patient outcome and the abbott product [and no follow-up can be performed as the information was obtained through review of an article]. Analysis will not be required as there was no device malfunction or adverse event associated with this device. B5 - describe event or problem: updated. D4: the UDI number is not known as the part and lot number were not provided. H11 - additional MFR narrative: updated. Corrections: h6 - health effect - clinical code: codes 1888, 2109, 2135, 2422, and 3160 were removed and code 4582 was added. H6 - health effect - impact code: codes 4607, 4624 and 4641 were removed and code 2199. H6 - medical device problem code: code 2993 was removed and code 3189 was added. H6 - investigation findings: code 213 was removed. H6 - investigation conclusions: code 22 was removed.

Manufacturer narrative:
Attachment article titled, "safety and efficacy of transradial versus transfemoral access in coil embolization of unruptured intracranial aneurysms: one-year outcomes from a multicenter propensity score-matched cohort". B3: the date of the event will be estimated as 3/1/2021. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of hemorrhage, occlusion, vascular dissection, perforation of vessels and transient ischemic attack and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the adverse event without identified device or use problem could not be determined. The reported surgical intervention and unexpected medical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The date of the event will be estimated as 3/1/2021. This article aims to to compare recanalization rates, safety, and procedural outcomes between the transfemoral approach(tfa) and the transradial approach (tra). There is a mention of a proglide device in the article. There were no device malfunctions. The study reported several patient-related effects across both access groups, including access-site and non¿access-site complication (asc), radial artery occlusion, and clinical outcomes. Access-site complications were more frequent in the transfemoral (tfa) group, occurring in 8.8% before matching and 15% after matching, compared with only 1.4% and 1.6% in the transradial (tra) group, respectively, and a proglide vascular closure device was used in the tfa group with no device malfunctions noted. In the tra group, one patient developed compartment syndrome of the right forearm caused by a proximal radial artery avulsion during guiding catheter removal; this patient required fasciotomy and recovered fully without long-term deficits. Non¿access-site complications including symptomatic ischemic and hemorrhagic events were rare in both groups and did not differ significantly, and radial artery occlusion occurred in 28% of tra patients but was asymptomatic due to adequate collateral circulation. Recanalization rates at one year were similar between groups, as were re-treatment rates, and most patients maintained excellent functional outcomes with mrs scores of 0 or 1 at follow-up. Hospitalization occurred in both groups, but tra patients experienced significantly shorter stays (median 5 days) compared with those treated via tfa (median 6 days), reflecting the reduced access-site burden associated with the radial approach.